Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. Reporter stated when he woke up this morning his pump¿s display screen was blank. Reporter stated the patient was able to deliver a small bolus from the pump since the patient had memorized the screens and delivered a 0.5u bolus from the pump successfully. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings: during testing, the pump was powered on and the display screen was blank. The pump case was opened and the display was observed to be cracked. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.